Event description:
The system was reported to not be booting. No patient injury was reported.

Manufacturer narrative:
The ge service rep found that the mainframe was not booting due to a sram problem.